Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after loading a cartridge with insulin. During troubleshooting with tandem technical support, the customer stated that they had loaded the same cartridge twice, both times adding 200 units of insulin. The customer was instructed to load a new cartridge, as the previous one was likely damaged due to overfilling. The customer was able to load a new cartridge successfully. There was no reported impact to the customer's blood glucose level.